Manufacturer narrative:
The device has not been returned to the manufacturer, at the time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there is an intra-parietal migration of the dome. It was stated removal of the dome with a grasper (pelican) was impossible. The doctor had to make a mini opening of the abdominal wall with a cold knife to perform the extraction of the dome. The doctor placed a button.